Event description:
Review of the follow-up data of (B)(6) 2014 showed that the displayed magnet rate was 73min-1 although the battery impedance and the remaining longevity were normal values, considering implanted years. It was observed that this unexpected magnet rate was displayed since (B)(6) 2014 and no switch to standby mode was observed. It should be noted that on (B)(6) 2014, the patient had a surgery for creating a shunt and electrical cautery was used at that time. However, it is unknown on which arm the shunt was created. Recommendations were provided to force the device to switch to standby mode and to re-initialize it completely.

Event description:
Review of the follow-up data of (B)(6) 2014 showed that the displayed magnet rate was 73min-1 although the battery impedance and the remaining longevity were normal values, considering implanted years. It was observed that this unexpected magnet rate was displayed since (B)(6) 2014 and no switch to standby mode was observed. It should be noted that on (B)(6) 2014, the patient had a surgery for creating a shunt and electrical cautery was used at that time. However, it is unknown on which arm the shunt was created. Recommendations were provided to force the device to switch to standby mode and to re-initialize it completely.